Event description:
It was reported that a sensation snare was used in the digestive tract for an endoscopic polypectomy procedure on (B)(6) 2026. During the procedure the snare failed to trap and cut the target polyp. Procedure was completed with an alternative device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of device failure to cut.